Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported overstimulation. The patient wanted to increase stimulation the day prior to this report. They increased stimulation from 6.3 volts to 6.7 volts, but that was too much. They decreased stimulation and the patient then experienced stimulation in both legs. Stimulation was lowered even more to 5.5 volts. When the patient would lay down,she would feel a lot of stimulation in her legs. The patient was experiencing the pain to be worse when stimulation was lowered; there was more pain than before at the higher setting. This was occurring daily. It was noted that a fall out of bed on (B)(6) 2015 or the 4th could be related to this event. This was noted to be a sudden change in therapy/symptoms and the patient had painful stimulation in both legs and had more pain in her left hip and lower back. Follow-up with a friend/family member determined that the patient was going to follow-up at a pain clinic but had not made an appointment yet. They were able to adjust stimulation and the patient was doing okay. It was noted that the patient had not been seen by a manufacturer representative (rep). Relevant medical history included non-malignant pain. No further follow-up was required.